Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. (B)(4). The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the data acquisition (da) pcba to resolve the reported issue. Unit was tested and returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted technical support (ts) stating that unit has error code message of proximal pressure sensor auto zero failed. There was no patient involvement at the time the issue was discovered.